Manufacturer narrative:
(B)(4). The analysis results found that the er320 device was returned in good visual condition with a clip in the jaws; the clip was removed in order to measure jaws width and they were found to be within the acceptable limits. A bag with two malformed clips was received along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed eighteen clips as intended. The reported event could not be confirmed as the device was found to be fully functional. No conclusion could be reached as to what may have caused the reported incident. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device did not fire properly (the clips did not close completely) . The case was completed with another device of the same product code. There were no patient consequences reported. No cholangiogram was done on procedure. One device will be returned with some of clips that did not close completely.